Event description:
It was reported to boston scientific corporation that a cre dilatation balloon was used during a procedure. According to the complainant, the balloon was used to complete the dilatation; however after the dilatation, the balloon could not be completely deflated. The water stayed in the balloon and the device could not be withdrawn from the endoscope. Attempts to obtain additional details surrounding this event have been made, however no information has been received. If any further information is obtained, a supplemental MDR will be filed.

Manufacturer narrative:
Reported event of deflation failed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre dilatation balloon was used during a procedure. According to the complainant, the balloon was used to complete the dilatation; however after the dilatation, the balloon could not be completely deflated. The water stayed in the balloon and the device could not be withdrawn from the endoscope. Attempts to obtain additional details surrounding this event have been made, however no information has been received. If any further information is obtained, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device was performed. The catheter balloon was cut segregating the balloon hub from the rest of the catheter shaft. It is likely that the catheter was cut by the customer to facilitate removal of the device from the endoscope. The balloon was found relaxed and deflated with no wingtool. The reported event that the balloon could not be deflated could not be confirmed as the catheter was cut which segregated the catheter balloon hub from the balloon. When cutting the shaft it is possible that a kink was formed however this cannot be conclusively determined. In addition, on removal of the device, it is possible that a kink was formed due to the forces needed to remove the catheter balloon. Therefore, the most probable root cause is operational context. A DHR review revealed no issues that could be related to this event. A search of the complaint database revealed that no similar complaints exist for the specified lot.